Event description:
The patient called lifescan and alleged the one touch basic enhanced meter was reading inaccurately high. The reported readings were "sometimes" 200 mg/dl, 300 mg/dl and 500 mg/dl. This was compared to the family member's meter with readings of 54 mg/dl and 60 mg/dl. (Invalid comparison) a medical professional was contacted, no treatment given, advised to call the pharmacy who said to call life scan. The customer care representative attempted to perform troubleshooting. The test strips were "off brand" and the patient did not have one touch test strips to complete troubleshooting. However when the patient attempted the check strip test the meter would not prompt past "wait". Therefore due to the issue with the check strip, the event is reported as a product malfunction. The meter was replaced and return is expected.